Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system power manager (spm) to resolve the customer reported issue. The system was tested and verified as ready for use. The spm was returned to isi for failure analysis (fa). Fa investigation could not replicate the customer reported failure. The spm was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error(s). Fa ran 150 power-cycles with this part, and all passed. The unit remained in the test system over 20 hours, in normal mode, and it did not switch to battery.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) was running on battery. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed and confirmed error(s) 817/818 via the remote system logs. The tse had the customer verify the circuit breaker position on the psc and confirmed the breaker was in the correct position. The tse had the customer perform a hard power-cycle and move the power cord to another outlet, but the issue remained. The tse then had the customer perform one more hard power-cycle on the psc, unplug the power cord, power the psc back on, and then plug the power cord back into the outlet. The customer performed the steps and was able to get the psc back on ac power. However, the customer stated that the surgeon elected to convert to laparoscopic surgery because of this issue, and the site wants an isi field service engineer (fse) to come out and take a look. The procedure was completed with no reported injury.